Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The device was used to deliver 3 shocks to the pt, after which the device allegedly lost power unexpectedly. The operator turned the device back on and delivered additional defibrillation and external pacing therapy with no other problems reported. The pt was not resuscitated. The reporter indicated there were no adverse affects to the pt as a result of the alleged malfunction.